Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a factory reset of the ilet system, with a highest reported blood glucose of 330 mg/dl and approximately six hours above 180 mg/dl; the device had been paired to the mobile app during the call, and support explained that the system would dose conservatively following the reset. Symptoms included elevated blood glucose without reported ketones, medical intervention, or acute complications. Outcomes included stabilization toward 260 mg/dl within about an hour and continued use of the system with meal announcements as instructed. Investigation included customer support review, user education, and assessment of system behavior after the reset. Investigation of this case revealed that the ilet was operating conservatively post-reset as designed, with no alerts for sustained readings above 300 mg/dl and no use of backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with hyperglycemia likely related to conservative algorithm behavior immediately after a factory reset.